Event description:
The way that I knew something was seriously wrong was my body began to rejects certain things. I had severe vomiting, upset stomach, dizzy spells, abdominal pain. I was unable to keep any solid foods down. I was also fatigue and admitted to the local hospitals numerous times -3- at the least. Pvc's tachycardia, shortness of breath. All of this started after I had the gastric segmentation with gore-tex dualmesh band on my stomach. In (B)(6) 2010, I had to undergo surgery to remove this band. The damage to certain areas of the stomach was so severe that those areas had to be cut out. And at this time, I am still experiencing most of the symptoms and not able to hold down solid foods. My esophagus has dissolved from excessive vomiting. Causing severe acid reflux and lung aspirations on multiple occasions. Gore-tex dualmesh band, massage therapist for blood clots and loose skin three times a week. Medication therapy: promethazine for nausea, pantoprazole for acid reflux, nexium for acid reflux, verapamil for the heart, hydromorphone for pain, symbicort and ventolin for shortness of breath inhaler, sucralfate to coat the stomach. Dates of use: (B)(6)2004 - (B)(6)2010 - 6 yrs. Diagnosis or reason for use: weight loss band.

Event description:
Additional info rec'd from reporter (B)(6) 2011; reporter stated that she wanted to add to her previous report. Reporter stated that she has been in the hospital 3-4 times since (B)(6) 2010, with blood clots in legs and both lungs. Reporter also stated she also had sharp pain in upper left quadrant of abdomen.